Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation a catheter and the guide wire were received. The delivered guide wire had no issues and was used for the aspiration test. The guide wire went through the catheter with very strong resistance; due to that resistance the catheter had to be flushed. The aspiration test was performed and no aspiration was achieved. The catheter was cut opened to look inside, but no damages were found, the helix was found heavily clogged with bodily material. A clogging of the catheter appears due to a restricted flow of fluid inside the catheter, that can be lead back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. It is advised to predilate proximal part of occlusion and to avoid working in the fractured stent area as stent pieces can be aspirated and block the catheter. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: labeling review are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. After flushing, difficulty was encountered in advancing the catheter over the guidewire for inspection. Followed by flushing, the catheter advanced smoothly, however, upon motor activation, a strange noise was noted and the device heated rapidly. The procedure was stopped, and the catheter was withdrawn. During removal, it became stuck and was removed together with the guidewire. Angiography revealed a perforation at the treatment site. The rotarex device was discontinued, and the procedure was completed using balloon angioplasty and placement of a seven mm cordis stent at the perforation site. The procedure was successfully completed with no reported patient harm.